Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned for product evaluation. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 0ml of air left in the balloon. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, there is a molding defect on the check valve (see attached photos). There is foreign matter on the check valve that appears to be dried blood. The complaint can be confirmed for air leakage issues. The cause is a molding defect on the check valve that led to the leakage the user experienced. The operations quality engineer was notified, and a non-conformance report (nc) was initiated for this issue. The non-conformance (nc) will contain root cause analysis and corrective actions. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. E3: occupation: manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band 2 device did not hold air. There was no patient injury/medial or surgical intervention required. The patient was in stable condition and the procedure outcome was successful. Additional information was received on 10 may 2023: 18 ml's of air were injected into the tr band when it was applied. The tr band immediately started to deflate after the procedure. Hemostasis was achieved by a second device. There was no blood loss. There was no noticeable damage to the band.